Manufacturer narrative:
Added information to section a4 (patient weight), b7 (additional text), d6 (implant date) and e1 (title, first and last name). Updated section a3 (gender), b4 (date of this report), b5 (describe event or problem), b7 (additional text), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). Corrected section a3 (gender). Corrected patient's gender to male. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 73-y-o patient with a magna mitral valve of unknown size implanted in tricuspid position underwent a valve-in-valve procedure after an implant duration of five (5) years and one (1) month due to degeneration leading to mixed severe regurgitation and moderate stenosis (peak gradient 6 / mean gradient 3 mmhg). A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 73 year-old patient with an edwards valve of unknown size implanted in tricuspid position underwent a valve in valve procedure after an implant duration of approximately four (4) years and ten (10) months due to degeneration leading to mixed severe regurgitation and moderate stenosis. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem) and g3 (date received by manufacturer). H10: additional manufacturer narrative: corrected data: based on the information obtained, the valve size was known. A 29mm magna mitral valve was used. Therefore, the event description was updated and this correction is being submitted.

Event description:
Edwards received notification that this 73-y-o patient with a 29mm magna mitral valve implanted in tricuspid position underwent a valve-in-valve procedure after an implant duration of five (5) years and one (1) month due to degeneration leading to mixed severe regurgitation and moderate stenosis (peak gradient 6 / mean gradient 3 mmhg). A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, patient was noted as to be discharged home.